Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument had corrosion. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis near the base of the clevis. There were no missing pieces observed. The instrument was also found to have a dislodged cable crimp at the distal end. Further evaluation found the pch instrument had a distal idler pulley broken. The broken portion of the idler pulley was not returned with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the isi clinical sales executive and obtained the following information: the instrument was inspected prior to use, and no issues were noted with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. There was no injury to the patient. The fragment(s) did not fall inside the patient. The instrument was removed during the procedure (prior to the breakage), and the wrist was straightened prior to removal. No additional surgical procedure was performed. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment will not be returned to isi for evaluation. As per hospital protocol, patient information cannot be shared.

Event description:
Refer to h10/h11 for follow-up information.